Manufacturer narrative:
Follow-up #1 date of submission 08/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/28/2015 with the following findings: a review of the pump¿s black box and alarm history showed cs 052 call service alarms. During testing, the pump powered on, emitted two beeps, and the display screen remained blank. The call service alarm could not be fully investigated due to the blank screen. The pump cover was opened and moisture damage was found on the printed circuit board.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a call service alarm issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 06/20/2015-correction to initial reporter name: (B)(6).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.